Event description:
It was reported that a revision was planned for (B)(6) 2011. The implantable neurostimulator (ins) was fully charged prior to the revision. The ins was moved from the hip to the abdomen. Post-revision the ins was empty, and was unable to recharge despite excellent coupling efficiency. The patient programmer showed that the ins needed charging. On (B)(6) 2011 it was reported that the patient still had not charged the ins. The patient stated her pain was under control with ibuprofen, and that it only hurt when she exercised. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).